Event description:
Reportedly, the surgeon needed to press the handle three times but the instrument did not fire. The trigger would not engage in the locked back position. A second device was used; however, the staples did not deploy. The tissue was transected before the surgeon realized that the instrument did not fire. The surgeon closed the defect by manually suturing. No trauma or excessive blood loss to the pt related to the incident was reported. The surgery time was extended.